Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the console viewer was unable to move while other ergonomic components were functioning properly. System logs indicated an issue with the left force sensor on console 1 viewer. It was decided to attempt a hard power cycle between cases to regain control of the viewer. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred towards the end of the case. It was a dual console case, so the surgeon moved to their other console and completed as a single console case. The reporter informed that they performed a hard power cycle after the case and that the issue has not returned.

Manufacturer narrative:
Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) contacted the site and the clinical sales representative (csr) and recommended restarting the system. The csr and the site informed the fse that the ergonomic controls came back after restarting the system. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
Refer to h11 for follow-up information.